Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the cause of the high impedances was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for radicular pain syndrome (radiculopathies) and other pain indications. It was reported that an impedance check showed anything in combination with 4-7 electrodes was greater than 4,000 ohms. Technical services suspected that only one lead is implanted. The rep stated that the patient had a 3587a lead implanted in 2003 that showed an unknown status, but another one was implanted in 2006. It was noted that impedances ranged from 600-1400 when ran at 1.5v, 450 pulse width, and 30hz. The rep indicated that the current battery voltage was at 2.52v, and between 45-90% used. They stated that the patient is still getting good therapy. No further complications or patient symptoms were reported.